Event description:
During a right shoulder arthroscopy, rotator cuff repair and arthroscopic subacromial decompression it was discovered that the needle tip of an expressew needle broke off, upon first usage. Upon discovery, there was a visual inspection of wound along with room inspection to locate needle tip. A c-arm was employed to locate the fragment in the wound which was negative for the needle tip fragment. The procedure was completed without any harm to the patient.

Event description:
During a right shoulder arthroscopy, rotator cuff repair and arthroscopic subacromial decompression it was discovered that the needle tip of an expressew needle broke off, upon first usage. Upon discovery, there was a visual inspection of wound along with room inspection to locate needle tip. A c-arm was employed to locate the fragment in the wound which was negative for the needle tip fragment. The procedure was completed without any harm to the patient.

Manufacturer narrative:
Device serial #: for type of device: needle, suturing, disposable.

Event description:
During a right shoulder arthroscopy, rotator cuff repair and arthroscopic subacromial decompression it was discovered that the needle tip of an expressew needle broke off, upon first usage. Upon discovery, there was a visual inspection of wound along with room inspection to locate needle tip. A c-arm was employed to locate the fragment in the wound which was negative for the needle tip fragment. The procedure was completed without any harm to the patient.